Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Also and performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor cannula was broken and that the serter is not releasing the sensor. Customer's blood glucose was 115mg/dl at the time of incident. Troubleshooting advised customer on calibration and insertion technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis.